Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-125-6-120-ptx device of lot number c1298266 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Three requests for the device were sent to the customer. The investigation will be updated if the device is returned and evaluated. Images of the procedure were provided and forwarded for clinical review. The investigation will be updated once the clinical review is complete. From customer testimony, the complaint device was advanced over an approach 18 gram cto wire guide, of 0.014¿ diameter. Prior to attempting to advance the device, the physician reported using an astato asahi 30 gram wire guide, of 0.018¿ diameter. This astato wire guide broke in the patient, and was removed by the physician. The device was flushed prior to use. The patient anatomy was somewhat calcified, but was not tortuous. The calcification was opened with a balloon and predilation was conducted prior to stent deployment. The target location for the device was the superficial femoral artery (sfa). There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include a difficult patient anatomy, or the use of a non-recommended diameter wire guide. From customer testimony, it is known that the patient anatomy was somewhat calcified. The patient anatomy could have created resistance during deployment, leading to high deployment forces. These high forces could have caused or contributed to the difficulty encountered during stent deployment. In addition, the customer reported advancing the device over a 0.014¿ diameter wire guide, which could have provided insufficient supporting during the deployment. The difficulty experienced during the stent deployment, and the inability to fully deploy the stent resulted in stent fracture as the physician attempted to withdraw the delivery system from the sheath. However, the device was not returned for evaluation, the images of the procedure are pending clinical evaluation and the conditions of use cannot be replicated in a laboratory environment. As such, a definitive root cause cannot be determined. As per the product IFU: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1298266. According to the initial reporter, the patient required surgical intervention, but did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
As reported to customer relations, "during a sfa intervention and after pre-dilation of cto, the physician went to place a zilver ptx in the sfa. As the physician was deploying the stent using the thumbwheel, half of the stent deployed when the thumbwheel started to move quickly. The physician was unable to deploy the stent any further. There was wall apposition and the physician could not move the stent any more forward or backwards. The delivery system was stuck and the wire that retracts the outer sheath broke half way down. At this time, the cook product managers were called for support. The physician took apart the handle to see if he could grab the wire to determine if he could continue deploying the stent. The physician was unsuccessful because the wire broke further down the delivery system and it could not be reached. At this point, the physician and the product managers recommended to utilize the pedal site to advance a 6 mm balloon to tack down the portion of the stent that did come out. The balloon was used to tack down the part of the stent that had initially deployed correctly. From above, the physician tried to pull the delivery system out of the sheath. The stent has broke in half. Now, half of the stent is out, hanging out of the delivery system, and the other half is inside the delivery system and all of it is stuck inside the sheath and at the end of the sheath. At this point, the product managers and dm tried everything to get the stent out. The decision was made to contact surgery to remove the broken delivery system, broke stent and broken sheath at the same time. This was cut out successfully by the vascular surgeon and the surgeon continued to fix the sfa with the stent. The surgeon used a viabahn covered stent to cover the broken zilver stent that remains in the patient. The surgeon placed supera stent, a 518 zilver and innova stent to fix the vessel in addition to the viabahn covered stent. The surgeon was able to remove the broken pieces from the patients groin, but half of the zilver ptx stent that was initially placed remains in the sfa. The patient is doing fine now."

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1298266 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Three requests for the device were sent to the customer. The investigation will be updated if the device is returned and evaluated. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. One fluoroscopic image and four photographs are provided along with the complaint report. 2. One fluoroscopic image of the retracted, partially deployed stent in the proximal right sfa was provided. This demonstrates 60mm of stent unsheathing and at least 43mm of absent stent. The exposed stent length was 17mm. The delivery system tip had been retracted 30mm. 3. A photograph of the pedal and left common femoral artery access, but focused on the open deployment handle, demonstrated no wire ribbon protruding from the outer blue coaxial sheath. A through and through wire was present. 4. Photography of the recovered delivery system tip demonstrated a flared distal tip. This was likely secondary to angioplasty catheter advancement when the balloon was advanced retrograde through the pedal access. 5. Photography of the returned bag demonstrates a portion of the handle and two recovered stent fragments. One fragment was 48mm and the other 22mm long. This roughly matches the length of the visible stent on the fluoroscopic image, given the exposed portion of stent on the fluoroscopic image was stretched. 6. One photograph was of the stent package label impression : 1. The provided imaging confirms stent fracture and eventually recovery of 70mm of the stent. 2. The most likely reason the stent could not be deployed was separation of the metal retraction ribbon from inner blue delivery sheath. If the ribbon fractured, it fractured inside the outer blue delivery sheath. 3. The inner delivery sheath should have been outside the patient with the stent at its target location. Transection of both blue sheaths with the guide wire removed would have exposed both catheters. This could have easily been completed with sterile bone pliers to transect the delivery system and then an 11 blade to longitudinally expose the inner blue catheter. With the outer blue catheter fixed, the stent could have been deployed by extracting the inner blue catheter. 4. No information was provided to suggest anatomy that may have increased the force required to retract the inner blue delivery sheath. 5. Significant findings relative to the patient's anatomy were not observed. 6. Significant findings relative to the disease state were not observed. 7. Significant findings relative to the use of the device were observed. Even with failed wheel retraction, the stent could have likely been deployed on target by transecting the delivery system where both blue sheaths were present, exposing the inner blue sheath, and then revealing the stent. 8. Significant findings relative to the design or performance of the device were observed. The metal retraction ribbon either separated from the inner blue sheath or fractured inside the outer blue sheath. 9. Cause of adverse events was not observed. From customer testimony, the complaint device was advanced over an approach 18 gram cto wire guide, of 0.014¿ diameter. Prior to attempting to advance the device, the physician reported using an astato asahi 30 gram wire guide, of 0.018¿ diameter. This astato wire guide broke in the patient, and was removed by the physician. The device was flushed prior to use. The patient anatomy was somewhat calcified, but was not tortuous. The calcification was opened with a balloon and predilation was conducted prior to stent deployment. The target location for the device was the superficial femoral artery (sfa). Further clarification was requested from clinical regarding the image review (impression, point 3) ¿the inner delivery sheath should have been outside the patient with the stent at its target location¿ after consultation with a product development engineer. Clarification was requested to determine if this should be the inner sheath, as stated, or should be the outer sheath? As the inner sheath would be fully inserted in the patient, and only the proximal end of the outer sheath visible to the physician during deployment. The following response was received; ¿it is correct that only the outer sheath is visible to the operator however the delivery system was not inserted enough to make the inner sheath inaccessible to the operator in an emergency. The retraction ribbon must extend a certain length distally and attach to the inner sheath. This distance is roughly the length of the stent and the distance the inner sheath retracts beyond the stent. With the delivery system inserted such that less than this distance is outside the patient, the entire inner sheath will be inside the patient. Consequently if one were to cut through the outer sheath, the inner sheath would not be encountered. However in this case, enough delivery system length was outside the patient such that if the outer sheath was transected the inner sheath would be encountered. The outer sheath can then be peeled back enough with a longitudinal incision to grab the inner sheath and still deploy the stent. I was able to easily do this with an unsterile unused wheeled zilver ptx stent that was extra in our angiolab.¿ this information determines that based on how far the delivery system was inserted there was enough delivery system length ( inner and outer sheath) outside of the patient such that if the end user had cut the outer sheath the inner would have been exposed and accessible, allowing the user grab inner and deploy the stent. Information was provided to the product development (pd) engineers. On review of the information, and the clinical review, the engineer stated that the stent retraction wire and stent retraction sheath (srs) joint is inside the stability sheath, matching the complaint event description that the physician was unable to reach the wire. As the retraction wire is within the stability sheath, it is possible that the wire separated inside the sheath, as per the clinical review statement that the wire separated or fractured inside the outer blue sheath (also known as the stability sheath). Based on the image review and eng feedback retraction wire separation from the stent retraction sheath is confirmed. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include the use of a non-recommended diameter wire guide. The customer reported advancing the device over a 0.014¿ diameter wire guide, which could have provided insufficient support during the deployment. From the image review, it is possible that the retraction wire separated from the stent retraction sheath. The difficulty experienced during the stent deployment, and the inability to fully deploy the stent resulted in stent fracture as the physician attempted to withdraw the delivery system from the sheath. However, the device was not returned for evaluation and the conditions of use cannot be replicated in a laboratory environment. As such, a definitive failure mode or root cause cannot be determined. As per the product IFU: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1298266. According to the initial reporter, the patient required surgical intervention, but did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. (B)(4). Exemption number: e2016031. (B)(4). PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1298266 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Three requests for the device were sent to the customer. The investigation will be updated if the device is returned and evaluated. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. One fluoroscopic image and four photographs are provided along with the complaint report. 2. One fluoroscopic image of the retracted, partially deployed stent in the proximal right sfa was provided. This demonstrates 60mm of stent unsheathing and at least 43mm of absent stent. The exposed stent length was 17mm. The delivery system tip had been retracted 30mm. 3. A photograph of the pedal and left common femoral artery access, but focused on the open deployment handle, demonstrated no wire ribbon protruding from the outer blue coaxial sheath. A through and through wire was present. 4. Photography of the recovered delivery system tip demonstrated a flared distal tip. This was likely secondary to angioplasty catheter advancement when the balloon was advanced retrograde through the pedal access. 5. Photography of the returned bag demonstrates a portion of the handle and two recovered stent fragments. One fragment was 48mm and the other 22mm long. This roughly matches the length of the visible stent on the fluoroscopic image, given the exposed portion of stent on the fluoroscopic image was stretched. 6. One photograph was of the stent package label impression : 1. The provided imaging confirms stent fracture and eventually recovery of 70mm of the stent. 2. The most likely reason the stent could not be deployed was separation of the metal retraction ribbon from inner blue delivery sheath. If the ribbon fractured, it fractured inside the outer blue delivery sheath. 3. The inner delivery sheath should have been outside the patient with the stent at its target location. Transection of both blue sheaths with the guide wire removed would have exposed both catheters. This could have easily been completed with sterile bone pliers to transect the delivery system and then an 11 blade to longitudinally expose the inner blue catheter. With the outer blue catheter fixed, the stent could have been deployed by extracting the inner blue catheter. 4. No information was provided to suggest anatomy that may have increased the force required to retract the inner blue delivery sheath. 5. Significant findings relative to the patient's anatomy were not observed. 6. Significant findings relative to the disease state were not observed. 7. Significant findings relative to the use of the device were observed. Even with failed wheel retraction, the stent could have likely been deployed on target by transecting the delivery system where both blue sheaths were present, exposing the inner blue sheath, and then revealing the stent. 8. Significant findings relative to the design or performance of the device were observed. The metal retraction ribbon either separated from the inner blue sheath or fractured inside the outer blue sheath. 9. Cause of adverse events was not observed. From customer testimony, the complaint device was advanced over an approach 18 gram cto wire guide, of 0.014¿ diameter. Prior to attempting to advance the device, the physician reported using an astato asahi 30 gram wire guide, of 0.018¿ diameter. This astato wire guide broke in the patient, and was removed by the physician. The device was flushed prior to use. The patient anatomy was somewhat calcified, but was not tortuous. The calcification was opened with a balloon and predilation was conducted prior to stent deployment. The target location for the device was the superficial femoral artery (sfa). Further clarification was requested from clinical regarding the image review (impression, point 3) ¿the inner delivery sheath should have been outside the patient with the stent at its target location¿ after consultation with a product development engineer. Clarification was requested to determine if this should be the inner sheath, as stated, or should be the outer sheath? As the inner sheath would be fully inserted in the patient, and only the proximal end of the outer sheath visible to the physician during deployment. The following response was received; ¿it is correct that only the outer sheath is visible to the operator however the delivery system was not inserted enough to make the inner sheath inaccessible to the operator in an emergency. The retraction ribbon must extend a certain length distally and attach to the inner sheath. This distance is roughly the length of the stent and the distance the inner sheath retracts beyond the stent. With the delivery system inserted such that less than this distance is outside the patient, the entire inner sheath will be inside the patient. Consequently if one were to cut through the outer sheath, the inner sheath would not be encountered. However in this case, enough delivery system length was outside the patient such that if the outer sheath was transected the inner sheath would be encountered. The outer sheath can then be peeled back enough with a longitudinal incision to grab the inner sheath and still deploy the stent. I was able to easily do this with an unsterile unused wheeled zilver ptx stent that was extra in our angiolab.¿ this information determines that based on how far the delivery system was inserted there was enough delivery system length ( inner and outer sheath) outside of the patient such that if the end user had cut the outer sheath the inner would have been exposed and accessible, allowing the user grab inner and deploy the stent. Information was provided to the product development (pd) engineers. On review of the information, and the clinical review, the engineer stated that the stent retraction wire and stent retraction sheath (srs) joint is inside the stability sheath, matching the complaint event description that the physician was unable to reach the wire. As the retraction wire is within the stability sheath, it is possible that the wire separated inside the sheath, as per the clinical review statement that the wire separated or fractured inside the outer blue sheath (also known as the stability sheath). Based on the image review and eng feedback retraction wire separation from the stent retraction sheath is confirmed. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed from customer testimony. Possible causes for this occurrence could include the use of a non-recommended diameter wire guide. The customer reported advancing the device over a 0.014¿ diameter wire guide, which could have provided insufficient support during the deployment. From the image review, it is possible that the retraction wire separated from the stent retraction sheath. The difficulty experienced during the stent deployment, and the inability to fully deploy the stent resulted in stent fracture as the physician attempted to withdraw the delivery system from the sheath. However, the device was not returned for evaluation and the conditions of use cannot be replicated in a laboratory environment. As such, a definitive failure mode or root cause cannot be determined. As per the product IFU: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1298266. According to the initial reporter, the patient required surgical intervention, but did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Initial report details: as reported to customer relations, "during a sfa intervention and after pre-dilation of cto, the physician went to place a zilver ptx in the sfa. As the physician was deploying the stent using the thumbwheel, half of the stent deployed when the thumbwheel started to move quickly. The physician was unable to deploy the stent any further. There was wall apposition and the physician could not move the stent any more forward or backwards. The delivery system was stuck and the wire that retracts the outer sheath broke half way down. At this time, the cook product managers were called for support. The physician took apart the handle to see if he could grab the wire to determine if he could continue deploying the stent. The physician was unsuccessful because the wire broke further down the delivery system and it could not be reached. At this point, the physician and the product managers recommended to utilize the pedal site to advance a 6mm balloon to tack down the portion of the stent that did come out. The balloon was used to tack down the part of the stent that had initially deployed correctly. From above, the physician tried to pull the delivery system out of the sheath. The stent has broke in half. Now, half of the stent is out, hanging out of the delivery system, and the other half is inside the delivery system and all of it is stuck inside the sheath and at the end of the sheath. At this point, the product managers and dm tried everything to get the stent out. The decision was made to contact surgery to remove the broken delivery system, broke stent and broken sheath at the same time. This was cut out successfully by the vascular surgeon and the surgeon continued to fix the sfa with the stent. The surgeon used a viabahn covered stent to cover the broken zilver stent that remains in the patient. The surgeon placed supera stent, a 518 zilver and innova stent to fix the vessel in addition to the viabahn covered stent. The surgeon was able to remove the broken pieces from the patients groin, but half of the zilver ptx stent that was initially placed remains in the sfa. The patient is doing fine now."